Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient underwent hip revision procedure due to unknown reasons.

Manufacturer narrative:
No devices or photos were received, therefore the condition of the devices is unknown. Device history record review identified no deviations or anomalies in the manufacturing process. These devices are used for treatment. Complaint history review identified no previous complaints for the part-lot combination of the reported devices. The devices remained in-vivo for 3 years and 9 months. Compatibility of the complete construct could not be assessed with the information provided. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.